Event description:
Prior to a procedure it was noted that the connecting hub of the cable was broken and sparked when plugged in. There were no adverse patient or user consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported sparks could not be determined. The receiving inspection records were reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with manufacturing specifications and procedures.